Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the cortex screws self tapping head broke off during insertion. There was no surgical delay. The procedure was successfully completed. The patient status was unknown. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) 4.5mm cortex screw self-tapping 36mm. This report is 1 of 2 for (B)(4).